Event description:
Procedure performed: no information. Event description: [translation] incident n ° 1 of (B)(6) 2021: release of these clips occurring postoperatively and resulting in the fitting of a biliary prosthesis to plug the breach then a re-operation to suck the bile spilled into the abdomen. The batch number for incident 1 was not noted. This is the same practitioner concerned who had already encountered this type of concern in his career in 2016 on a clip reference ca090: "applied medical is carrying out a voluntary corrective action relating to safety on the ca090 direct drive clip applicator continued an increase in the number of customer feedback indicating an irregularity in the installation of the clip. Although poorly formed clips are generally easily detected by the user, this malfunction can lead to a lack of occlusion of the vessels. All ca090 direct drive clip applicators with an expiration date prior to march 18, 2019 must be returned to applied medical". Clinical consequences observed: incident n ° 1 of (B)(6) 2021 leading to the fitting of a biliary prosthesis to plug the breach then a re-operation to aspirate the bile spilled into the abdomen. Intervention: incident n ° 1 of (B)(6) 2021 leading to the fitting of a biliary prosthesis to plug the breach then a re-operation to aspirate the bile spilled into the abdomen. Patient status: no information.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: no information event description: [translation] incident n ° 1 of (B)(6) 2021: release of these clips occurring postoperatively and resulting in the fitting of a biliary prosthesis to plug the breach then a re-operation to suck the bile spilled into the abdomen. The batch number for incident 1 was not noted. This is the same practitioner concerned who had already encountered this type of concern in his career in 2016 on a clip reference ca090: "applied medical is carrying out a voluntary corrective action relating to safety on the ca090 direct drive clip applicator continued an increase in the number of customer feedback indicating an irregularity in the installation of the clip. Although poorly formed clips are generally easily detected by the user, this malfunction can lead to a lack of occlusion of the vessels. All ca090 direct drive clip applicators with an expiration date prior to march 18, 2019 must be returned to applied medical". Clinical consequences observed: incident n ° 1 of 12/10/2021 leading to the fitting of a biliary prosthesis to plug the breach then a re-operation to aspirate the bile spilled into the abdomen. Intervention: incident n ° 1 of (B)(6) 2021 leading to the fitting of a biliary prosthesis to plug the breach then a re-operation to aspirate the bile spilled into the abdomen patient status: no information.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.